Manufacturer narrative:
The insulin pump was received with no button response due to flattened b button dome switch also, missing segments due to bleeding lcd glass. The connector on the lcd was and no unlocked connector noted. Unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at the display window corners and minor scratched and worn display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a black spot and scratch on the screen. The customer also reported that the b button was intermittently working. The customer's blood glucose was unknown at the time of incident. The customer stated that the screen did not return to normal after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.